Event description:
The customer reported via phone call that he had differences in blood glucose and sensor glucose. Customer's blood glucose was 39 mg/dl and his sensor glucose was 88 mg/dl yesterday. Customer declined to speak to the helpline for assistance. Customer stated that the readings were off by more than 100 points. Customer calibrates 3-4 times and has calibrated when his blood glucose was not stable. Customer was advised to calibrate only when his blood glucose is stable.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.